Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-06839. The pt was implanted with three scs leads from the same lot number. It was reported the pt's occipital (off-label) placement lead is protruding out through the skin. There were no signs of infection, however, as a precaution the pt was prescribed antibiotics. F/u info identified the pt's leads were explanted on (B)(6) 2013. The scs ipg was left implanted.